Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's ins battery was depleting faster and they had to charge the ins every day. It was noted the issue may be a result of the difficulty charging ins patient was experiencing, if the patient was not fully charging the ins battery, the battery may be lower than usual the next day. It was recommended the patient follow up with their healthcare provider. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the paddle did not fit well on the battery inside the buttocks. The issue was resolved.